Event description:
It was reported that bd nexiva sp with maxzero leaked at the luer connection. The following information was provided by the initial reporter: have heard of multiple issues from ed staff and or staff about the hubs not tightening and leaking. No harm or injury other than having an additional IV start due to product defect.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Investigation findings: a device history record review was completed by our quality engineer team for provided material number 383556 and lot number 3320152. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process.